Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant results on a (B)(6) year old male patient. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.